Event description:
It was reported that the device exhibited cross-talk. Programming changes were recommended and the device remains implanted. There were no adverse consequences for the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.